Event description:
A laparoscopic scissors was being used for lysis of adhesions. The surgeon noted a whitened area on the bowel, which was a possible minor burn. No treatment was needed, but the pt stayed in the hosp overnight for observation. There were no post-operative problems reported.